Manufacturer narrative:
(B)(4). (No code available) refers to a potential for forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported during a bph surgical procedure; "forward firing" was noted. The case was completed using an alternative method, bipolar resection. Patient outcome "good". No injury to the patient was reported.